Event description:
It was reported that during a Ureteroscopy with Laser Lithotripsy procedure for kidney stones; while advancing the fiber through the scope at the initial insertion, it was noticed the fiber was broken. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
The device was not available for analysis as the device was disposed by healthcare facility; therefore, no physical or visual analysis of the product could be performed. The allegation of Fiber Break cannot be confirmed. A Labeling Review was completed, and the device's Instructions for Use states that a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement, verify that the ball tip is complete and not damaged, and hold the fiber tip to a nonreflective surface, and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A review of the manufacturing equipment at the supplier determined that wear and tear of the ultraviolet (UV) curing lamp and seal for the UV curing system can potentially contribute to fiber body break. Based on the information available, an investigation conclusion code of Quality Control Deficiency was assigned to this investigation.

Event description:
IT WAS REPORTED THAT DURING A URETEROSCOPY WITH LASER LITHOTRIPSY PROCEDURE FOR KIDNEY STONES; WHILE ADVANCING THE FIBER THROUGH THE SCOPE AT THE INITIAL INSERTION, IT WAS NOTICED THE FIBER WAS BROKEN. DUE TO THIS, THE PROCEDURE WAS COMPLETED USING ANOTHER DEVICE. THERE WERE NO PATIENT COMPLICATIONS.